Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient increased stimulation so they could feel it. After laying down, the patient felt it and said it was painful so they decreased stimulation back down. The next day, patient said stimulation caused pain when they raised it too high so they decreased it down. On (B)(6) 2017, patient said they were able to void if they sit back. They report bowel movement issues, but they might be due to antibiotics. The next day, patient explained that if they sit normal on the toilet, slight urine trickles out, but if they lean back and place pressure on their tailbone, they are able to void more urine. They also said they have been experiencing a lot of bowel movements and believes they are from the antibiotics. On (B)(6) 2017, patient said they continue having to sit backwards in order to void on their own. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.